Event description:
Through journal article, "two-year outcomes of xen 45 gel stent implantation in patients with open-angle glaucoma: real-world data from the fight glaucoma blindness registry," healthcare professional reported events of "va loss = 10 letters, bleb needling, hypotony, hyphaema, glaucoma device malposition, choroidal effusion, corneal decompensation, hypotony maculopathy, shallow ac, exposure, bleb dysaethesia, stent obstruction, corneal epithelial toxicity from antimetabolite, infectious endophthalmitis, conjunctival leak, trabeculectomy, revision of trabeculectomy, revision of glaucoma device, and xen implant."

Manufacturer narrative:
Arnould, louis, et al. ¿two-year outcomes of xen 45 gel stent implantation in patients with open-angle glaucoma: real-world data from the fight glaucoma blindness registry.¿ british journal of ophthalmology, p. Bjo-325077. Https://doi.org/10.1136/bjo-2023-325077. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of vision loss, corneal decompensation, exposure, gel-stent blockage, endophthalmitis, device migration, and high intraocular pressure are known potential adverse events addressed in the product labeling.